Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 2290 pacing system analyzer. (B)(4).

Event description:
It was reported the programmer would not power on, so another programmer was used. Different cords and outlets were tried. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found that the programmer would not power on due to the cable on the radiofrequency (rf) head. It was also noted that the electrocardiogram (ECG) connector was loose on the printed circuit board. Concomitant products: product ID 2067l radiofrequency head; product ID 2290 analyzer.